Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a malfunction. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the bipolar forceps instrument complaint was not a trocar issue but a malfunctioned issue. The bipolar forceps instrument complaint from was a trocar issue. It malfunctioned and could not be pulled out of the trocar but eventually got up into the trocar enough they could pull it out with the tip of the bipolar forceps instrument in the trocar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have one bent grip, causing misalignment on the grips. There was a 0.0225¿ offset at the grip tip base closest to the grip pin. The grips do not show cracking damage.

Event description:
Refer to h10/h11 for follow-up information.